Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient currently has effective stimulation on the l5 lead from the drg system. Since the patient felt that this therapy was more effective for the patient, the patient elected to have the scs ipg explanted and leave the lead in penta lead in place. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2021-02093. It was reported that the patient experienced ineffective therapy from their spinal cord stimulation system. In turn, the patient underwent a dorsal root ganglion therapy system trial. The patient decided that the therapy delivered by drg system was more effective than their scs system so they elected to have their scs ipg explanted and leave the scs paddle lead implanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.